Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient presented with prolapse and stress urinary leakage, as well as menorrhagia with previous failed endometrial ablation. After evaluation and observation of urethral hypermobility, a transobturator urethropexy (aris) and vaginal hysterectomy were performed in (B)(6) 2010. The patient presented with an erosion of the band, which was treated locally on 2 occasions, in 2011 and 2012. She subsequently developed pelvic pain and dyspareunia associated with a multifactorial chronic pain syndrome and was treated in 2 successive centers. The consultants were reluctant to suggest surgery to remove the tape due to the multifactorial pain. The sling was ultimately radically removed in (B)(6) 2023. Follow-up revealed a partial, local improvement in the patient's pain.